Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- patient was revised to address loosening of the stem. Update 7/2/2012 - litigation papers received. They allege that the patient was implanted with metal on metal and is having related issues. However, the patient was not implanted with metal on metal. Therefore the complaint will remain as previously reported- a loose stem issue. Update: 10/3/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 27 jun 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges bone fracture. Added law firm, lawyer, UDI and expiration date. Updated the date of implant. An impacted product record for the unknown hip was added due to the alleged bone fracture. Doi: (B)(6) 2005 - dor: (B)(6) 2007 (left hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.